Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 1 of 2: reference MFR report: 3008829311-2017-00455. It was reported the patient suffered a fall and x-rays indicated the lead implanted at the s3 vertebral level (lot ab2263) had migrated. Surgical intervention was undertaken and the s3 lead was explanted. However, when the physician was removing the lead he inadvertently removed the lead located at l1 (lot ab2246) as well. Both leads were replaced and postoperatively, effective therapy was reported.